Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the ok/menu button on the pump sometimes does not work. Also perhaps the up and down button on the pump. No adverse event reported. Requested return of the alleged pump for evaluation.